Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that  they noticed starting a couple of months ago, their stimulator did not seem to be doing as much as it was doing as when originally installed, after implant they were able to control their bladder and bowels and in the last couple of months, hey have gotten to the point where they are not able to. Pt said they had been messing with their programmer but was calling for assistance to make a change to their setting. Worked with pt to synch with their programmer and pt reported, stim was currently off, they were on program 1 at 1.9 volts. Reviewed stim off could be the reason pt's symptoms returned. Further clarification revealed pt did not think they had taken any steps to turn stim off but later said they had been messing with it. During troubleshooting pt was successful to turn stim back on and increase stim on program 1 to 3. 0 volts  stated they would try it there. Also during troubleshooting, patient services heard a beep as though a button had been pushed on the programmer and the pt stated, they noticed the l lightening bolt disappear and they had not pressed any buttons. Reviewed we don't expect that to happen. Pt was successful to turn stim back on. Pt will monitor their symptom results and continue working with their program settings if needed.